Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up and failed self-test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Tthe device was returned to zoll medical united kingdom; the customer's report for the device intermittently does not power on was duplicated and attributed to loosen hardware from the battery lug assembly. The assembly connections were retightened to specifications to remedy the problem. The customer's report for the device fails the defib power on self-test was duplicated and attributed to a bridge/pace to ECG flex cable assembly. The bridge/pace to ECG cable assembly was replaced to resolve report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.